Event description:
It was reported that an unspecified unit had exposed bare wires due to a frayed power cord. Evaluation is pending.

Manufacturer narrative:
Further investigation identified that this complaint was for a hill-rom product rather than a stryker product. This complaint was sent to hill-rom for regulatory reporting determination.

Event description:
Further investigation identified that this complaint was for a hill-rom product rather than a stryker product. This complaint was sent to hill-rom for regulatory reporting determination.